Event description:
The healthcare professional reported inconsistencies in the data collected when pt was programmed with multiple programs. The therapy summary did not match daily use or voiding log. The healthcare professional believed the diary info. The pt had fallen in the bathtub and had a known open circuit.

Manufacturer narrative:
(B) (4) - no known impact or consequence to pt, improper device output.